Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface causing damage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It is reported that the temp is not reading correctly. No additional information.

Event description:
It is reported that the temp is not reading correctly. Event date unknown. No patient involved.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface causing damage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: event date unknown. No patient involved.